Event description:
Pt was implanted with the vocare bladder system in australia. Regional rep reported pt was unable to use system. It was determined that one extradural lead had migrated out of position and was stimulating the latissumus dorsi. Initial reports have not determined whether the extradural lead had migrated because the anchor became detached or because the suture became untied. The original device was left implanted in the pt. The pt had electtive surgery to implant a second device in 2000. No report of any pt injury associated with event and/or device. The device replacemnt has restored function.